Manufacturer narrative:
The manufacturer previously reported a trilogy evo was unable to function. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation an error indicating a soft power failure alarm, a detachable battery failure and a fan failure were observed in the device's downloaded event log. The device's system board, detachable battery and fan were replaced to address the issues. There was no documentation of the device failing to provide flow. The device's inline filter and proximal filter were replaced for dirt contamination. The device's air inlet foam filter, muffler and particulate filter were replaced as preventative. The final evaluation has not yet been entered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy evo was unable to function. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.